Event description:
The customer reported erroneously low sodium (na) results, for approximately 100 patients, involving the au680 clinical chemistry analyzer. Physicians questioned the results, and the customer reanalyzed the patient samples on an alternate analyzer which recovered higher values. The customer stated the erroneous results were released out of the laboratory, and amended results were issued. There has been no report of patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the reference tubing, from the reference valve v12 to the bottom of the ise block, was kinked. The fse corrected the kink in the tubing and performed multiple calibrations. All 3 ion selective electrolyte (ise) assays passed within specification. Quality control (qc) and a precision run of both ise high standard and level 1 qc material was performed. Precision recovery was excellent with low coefficient of variation (cv). Shortly after, the customer reported qc had yielded another occurrence of low sodium (na) recovery for level 1. The fse recommended the customer replace all the electrodes as a precaution. The customer repeated calibration, qc, and precision runs; all recoveries were within the acceptable range. Service activity performed was verified to meet the specified requirements per the established procedures. The instrument conformed to the manufacturer's published performance specifications.